Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 730am. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. The patient denied developing symptoms. At 1030am that same morning, the patient visited her physician's office to obtain a blood glucose test. The patient did not specify results obtained. No other treatment was provided. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries have recently been replaced. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved.